Event description:
The user reported that during the set-up of the device it was noticed that there was a leak, compressions were slower than normal, and the ventilator would not turn off properly. Consequently, the unit was not used on the pt. Manual resuscitation techniques were used. The unit was then returned to co for repair.